Event description:
It was reported that the handpiece was very warm in the doctor's hand upon using it. The irrigation and everything else seemed to be functioning properly. The device was in contact with pt but there was no pt injury. No revision or medical intervention was required. It was noted that it had been quite some time since the handpiece had been sent out to integra. Additional info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.